Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus was informed that the user facility staff used balloon2 on patients without gas sterilization. The issue was found during the diagnostic procedure (ultrasound endoscopy). The procedure was completed with the same set of equipment. There were no reports of patient harm. This report is related to the linked patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Although, it can be presumed, that it was caused due to the user not aware that sterilization was necessary, because the label was wrong. In the handling methods, prior to use written in the label of a non-sterilized balloon (mh-303, maj-213). It was stated, as ¿sterilize as necessary¿. However, in the handling methods, prior to use written in the package insert, it was stated, as ¿always sterilize¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: 1. Sterilization be sure to sterilize with ethylene oxide gas before use. For sterilization methods, refer to the ``instruction manual'' of the ethylene oxide gas sterilizer. For ethylene oxide gas sterilization conditions, see tables 1 and 2. Olympus will continue to monitor field performance for this device.